Manufacturer narrative:
B2 death: the exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. This report is being submitted to correct b2, h1, and h6 captured under the initial report 1220648-2026-03453. Upon further review, the report type selected in that submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category.

Manufacturer narrative:
Additional information has been provided in d4. Serial number and primary UDI number have been updated.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A seventy-year-old male patient with a history of coronary artery disease, metastatic renal cell cancer, and chronic renal insufficiency received an impella cp smartassist device for management of acute myocardial infarction¿related cardiogenic shock. The patient had received cardiopulmonary resuscitation prior to device placement and presented in advanced cardiogenic shock consistent with stage e classification. The patient was receiving three inotropic medications and mechanical ventilation at the time of implantation. On the first day after device insertion, the patient developed oozing and a groin hematoma at the access site, which was managed using a femstop device. The following day, the patient was escalated to an impella 5.5 device, and the impella cp device was removed. On the sixth day of support, the patient experienced mild hypotension following administration of furosemide. Due to significant comorbidities, multiple risk factors, and progressive clinical deterioration, the patient¿s condition continued to worsen, and the family elected for palliative management. On the ninth day of support, the patient developed recurrent ventricular tachycardia and ventricular fibrillation that did not respond to multiple defibrillation shocks, and per the family¿s wishes, life-sustaining care was withdrawn and the patient expired.